Event description:
Patient was on an antibiotic for urinary track infection (uti) which caused other symptoms. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.